Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) .

Event description:
It was reported that during the implant procedure, a small spring fell from the device and therefore the doctor was not able to screw the device. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.